Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the bottom cover, slices on the large tubing by the proximal end, and the electrode was kinked. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed electrode wires by the proximal end of the large tubing. This is believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. In vivo current leakage test revealed excessive current was measured, which is believed to be due to electrostatic discharge (esd) overvoltage. The device passed the mechanical tests performed. The failure of this device is attributed to a short from the power node to the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing revision surgery despite testing within normal limits.

Manufacturer narrative:
Additional information section: b3, d6b, d.9 & h6. The recipient was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.